Event description:
While viewing a pt study in dictation mode (powerscribe) on the pacs system, the end user may decide to launch a second, different study. If this occurs, the system is designed for a cautionary "pop-up" to appear on the screen at this point, alerting the end user to the fact that dictation continues even though the currently viewed study is not the one for which dictation is active. It was reported by an end user that the pop-up is not appearing as expected.

Manufacturer narrative:
Summary of device evaluation: root cause analysis has determined that a code change in the system operating software version 5.10.5 has had the unintended affect of preventing the pop-up from appearing when expected. Installation of a validated software fix is underway on all affected systems. It was not necessary to examine the specific unit in operation at the customer site, as the problem was replicated on a similar production unit that uses the same version of operation software. Therefore the customer unit was not returned for eval.